Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio 4.3, lab 8.0 (2 hours after inratio test). Date: (B)(6) 2011, inratio 1.6, lab 3.0 (within 3 minutes of each other), date (B)(6) 2011, inratio 1.5, lab 3.0. Patient self tester reports that she is used to glucose testing and has a difficult time getting sufficient sample, so additional blood is often added to the strip. Patient has unistik 3 lancets